Manufacturer narrative:
Other, other text: device evaluation summary: two photographs of the reported smiths medical cadd administration set were provided for analysis. In both photographs, it can be observed that a drop fleeing from the bonding between the adapter tube and the tubing coiled. No testing could be performed because no samples were provided to perform a thorough investigation. Customer reported issue was confirmed. Problem source was identified as manufacturing.

Event description:
Information was received indicating that a smiths medical tubing was found to be leaking. The patient was receiving a nutrition solution. There was no adverse events reported. The tubing was changed out and this resolved the issue.